Manufacturer narrative:
A smart control 8mm x 100mm 80cm self-expanding stent (ses) was inserted into the patient however, the distal part got out of the blood vessel. The distal edge was cut, and the vessel was sutured. The patient¿s condition is not stable for an unknown cause. There was no damage noted to the packaging of the device. The device was stored and prep as per instruction for use (IFU). The target lesion was at the iliac artery. There was moderate calcification to the lesion and moderate vessel tortuosity with 70% stenosis. The device was not used for a chronic total occlusion (cto). Prior to insertion, it was verified that the stent was contained within the outer sheath introducer of the system. The smart control locking pin was in place during the advancement of the device towards the lesion. Prior to stent deployment, the sds advanced past the lesion and then was withdrawn back into the lesion. This was a leriche case. The device was not returned for analysis. A product history record (phr) review of lot 17856334 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. Without the return of the device for analysis and based on the information provided, the reported ¿stent delivery system (sds)-ses-damaged - in patient¿ could not be confirmed and the exact root cause could not be determined. Handling factors such as possible excessive force applied by the operator, a moderate tortuous vessel and a moderate calcified lesion with 70% stenosis may had led to the damaged device as well as the vessel perforation. It is possible that the operator's interaction with the sds may have contributed to the reported event if these steps were not followed correctly. According to the instructions for use ¿advance the device over the guidewire and through the introducer to the target site. If resistance is met during delivery system introduction, the system should be withdrawn and another system used. Under fluoroscopic guidance, position the distal stent markers distal to the target lesion and proximal placement marker proximal to the target lesion. Straighten the proximal part of the delivery system as much as possible and keep the handle in a stable position. The tuohy borst valve on the handle must be loosened to allow free movement of the pusher tube. Deploy the stent. Stent deployment must be performed under fluoroscopic guidance. Grip the outer sheath and handle with one hand and the pusher tube with the other. Move the outer sheath proximally relative to the pusher tube, while holding the pusher tube in a fixed position. The position of the delivery system may need to be adjusted to keep the distal stent markers at the appropriate location. Once the distal end of the stent starts to deploy continue to retract the proximal outer sheath and handle while holding the pusher tube still until the stent is fully deployed and the proximal stent markers have expanded. Note: the proximal placement marker may move during the stent deployment and may not coincide with the location of the proximal stent markers after deployment. If resistance is felt during retraction of the outer sheath, do not force deployment. Carefully withdraw the stent system without deploying the stent. Although considered to be a rare event complete transection of the stent may cause a perforation and pseudoaneurysm formation. Percutaneous endovascular means are the preferred treatment¿. Neither the phr review nor the information available suggests a design or manufacturing related cause could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken.

Event description:
As reported, the 8 x 100 80cm smart control self-expanding stent was inserted to the patient, however, the distal part got out of the blood vessel. The distal edge was cut, and the vessel was sutured. The patient¿s condition is not stable for an unknown cause. There was no damage noted to the packaging of the device. The device was stored and prep as per instruction for use (IFU). The target lesion was at the iliac artery. There was moderate calcification to the lesion and moderate vessel tortuosity with 70% stenosis. The device was not used for a chronic total occlusion (cto). Prior to insertion, it was verified that the stent was contained within the outer sheath introducer of the system. The smart control locking pin was in place during the advancement of the device towards the lesion. Prior to stent deployment, the sds advanced had past the lesion and then withdrawn back into the lesion. This was a leriche case. Other additional procedural details were requested but were unknown. The device will not be returned for analysis because it is in the patient body.